Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and was unable to duplicate the reported event. The device passed all testing and was placed back in service.

Event description:
It was reported that when a patient was being extubated, a ventilator could not be turned off. There was no patient harm reported.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.